Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently delivered multiple boluses. Customer's blood glucose was 180 mg/dl. Customer was unable to upload pump so a log review could not be performed. The customer will continue to use the pump for insulin therapy. A replacement pump was sent to the customer.